Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. His product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -12.50/2.5/166 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) /2020. This resolved the problem.cause of the event is reported as unknown.